Manufacturer narrative:
Eval: lab examination of the returned item revealed no defect. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. The ib inflated and functioned normally when attached to the sys 97 iabp in the lab. No alarms were triggered. Probable cause of difficulty: no leak was found in the returned iab. It was not possible to determine the cause of the reported difficulty based on the event description and examination of the returned product.

Event description:
Event: (cc# 98-00107) the iab leaked. This was the only information at the time of the report. On 2/20/98, datascope received the voluntary medwatch form from the FDA; triage unit sequence number: 76928; MDR access number: 1012924 and the following information was reported: the iab leaked and was removed. No second iab was inserted. [Event complications]: unknown - reported 2/2/98; none - reported 2/20/98. [Patient's current status]: unk - reported 2/2/98.